Event description:
Performed ocg on pt utilizing shimadzu room b spot film fluoroscopy and the compression cone. Pt discharged from user office without complaint. Two days later the pt arrived at user office for chest x-ray & rt. Rib exam. Pt stated that "the bar that was used for the gall-bladder x-ray hit me." Now pt complained of right side chest pain. X-ray revealed a fracture of the anterior right 8th rib. Close exam of film taken the day of the procedure also revealed fracture at same location.